Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The caller able to successfully load a cartridge and resume insulin therapy but the cartridge alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.